Event description:
It was reported that after an atherectomy of the superficial femoral artery, arteriotomy closure of a heavily calcified common femoral artery was attempted using a perclose proglide device. Reportedly, after fully advancing the knot to the vessel, bleeding continued. Leaving the suture in the vessel, manual arterial compression was applied to achieve hemostasis. The physician believed the continued bleeding was the result of the vessel being heavily calcified. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Reportedly the common femoral artery was heavily calcified. The instructions for use state under special patient populations that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.